Manufacturer narrative:
A supplemental report is being submitted due to additional information received indicated the patient has passed. Updated h6 impact code.

Event description:
Per information that was received through the japanese tavi registry reporting system, the patient expired on pod 34. It was reported cardiac death, but exact cause of death is unknown.

Event description:
Per report received from japan, the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 23 mm sapien 3 ultra resilia (s3ur) valve. The valve was deployed with nominal volume, and blood pressure (bp) recovered well and no paravalvular leak (pvl) was observed. After recovery from anesthesia, bp suddenly decreased before extubation, and the patient went into pulseless electrical activity (pea). Hence, cardiac massage was performed and extracorporeal membrane oxygenation (ECMO) was introduced. Trans thoracic echocardiography (tte) revealed hemorrhage in the pericardium. Therefore, it was determined that cardiac tamponade developed, and pericardiocentesis was performed. But when pericardiocentesis was performed, hemorrhage had already been stopped by thrombus. After introduction of ECMO, the patient-s hemodynamics was stable. Aortography was performed and it was observed that contrast medium leaked from the aortic root. Therefore, it was determined that aortic root injury occurred. A decision was made to choose a conservative treatment given the patient's background such as age, and the patient left the operation room under intubation with ECMO. Per follow-up information, there was no difficulty experienced during device approach. The cause of the reported event was unknown. However, there was a possibility that the reported injury occurred when balloon aortic valvuloplasty (bav) with a non-edwards balloon dilatation catheter was performed before valve deployment, since the bav was performed 3 times and the balloon slipped at that time. By postoperative day (pod) 7, ECMO was removed and extubation was performed.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the reported rupture cannot be determined. However, it may have been related to patient factors (advanced age, female gender, moderate calcification) and/or procedural factors (performing bav with non-ew device 3 times) or the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : device remains implanted.